Event description:
It was reported that the procedure was cancelled. The target lesion was located in the mildly tortuous and calcified artery. A guidezilla ii, 6f was selected for use. During the procedure, it was noted that the guidezilla did not cross and enter the catheter. The procedure was not completed due to this event. There were no patient complications reported.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request. E1: initial reporter information: physician details added. Device evaluated by manufacturer: returned product consisted of a guidezilla ii 6f guide extension catheter. Visual inspection revealed that at 2.3cm proximal from the tip, for a length of 1.5cm, the shaft was flat. Microscopic inspection revealed tip damage to the device. There was blood present in the shaft of the device. Due to damage present, further functional testing was not performed as flattened shaft segments would cause resistance and prevent further device advancement. Product analysis confirmed the reported failure to cross the guide catheter as there was tip damage and a flat shaft segment to the device. The severity of damage present would prevent device advancement and results in loss of pushability due to the device misshape.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the mildly tortuous and calcified artery. A guidezilla ii, 6f was selected for use. During the procedure, it was noted that the guidezilla was not able to enter the catheter. The procedure was not completed due to this event. There were no patient complications reported. It was further reported the patient was not sedated prior to the procedure cancellation. It was further reported that the procedure was not cancelled and was able to be completed.

Manufacturer narrative:
E1: initial reporter information: physician details added.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the mildly tortuous and calcified artery. A guidezilla ii, 6f was selected for use. During the procedure, it was noted that the guidezilla was not able to enter the catheter. The procedure was not completed due to this event. There were no patient complications reported. It was further reported the patient was not sedated prior to the procedure cancellation.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a guidezilla ii 6f guide extension catheter. Visual inspection revealed that at 2.3cm proximal from the tip, for a length of 1.5cm, the shaft was flat. Microscopic inspection revealed tip damage to the device. There was blood present in the shaft of the device. Due to damage present, further functional testing was not performed as flattened shaft segments would cause resistance and prevent further device advancement. Product analysis confirmed the reported failure to cross the guide catheter as there was tip damage and a flat shaft segment to the device. The severity of damage present would prevent device advancement and results in loss of pushability due to the device misshape.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the mildly tortuous and calcified artery. A guidezilla ii, 6f was selected for use. During the procedure, it was noted that the guidezilla was not able to enter the catheter. The procedure was not completed due to this event. There were no patient complications reported. It was further reported that the procedure was not cancelled and was able to be completed.

Manufacturer narrative:
B5: additional information added e1: initial reporter information: physician details added.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the mildly tortuous and calcified artery. A guidezilla ii, 6f was selected for use. During the procedure, it was noted that the guidezilla was not able to enter the catheter. The procedure was not completed due to this event. There were no patient complications reported. It was further reported that the procedure was not cancelled and was able to be completed.